Event description:
Meter was reading inaccurately compared to feelings. The reading was 200mg/dl. No medical attention was received. The customer care representative performed troubleshooting and the test strips had colored marks/tape. Based on the information obtained from the patient there is indication the product malfunctioned.